Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead dislodged and dropped from its position. A lead revision is planned and the lead currently remains implanted. No patient complications have been reported as a result of this event.